Manufacturer narrative:
The lead will continue to be monitored. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating low out of range shock impedance measurements continue to be observed. Additionally, it was noted that the amplitude measurements were low. Numerous nonsustained episodes were noted with noise, however the noise was not being sensed. No adverse patient effects were reported.

Event description:
Boston scientific crm received information that a latitude alert was detected for this right ventricular (rv) defibrillation lead regarding a low shocking lead impedance measurement, which was less than 20 ohms. A technical services consultant thought that due to this measurement occurring one instance, it may be an intermittent insulation issue or an electrolyte imbalance. Further investigation revealed that the patient was brought into the clinic for a follow-up, however, the low impedance measurements were not able to be re-created and the following physician felt that no further intervention was necessary at that time. To date, no adverse patient effects were reported with this clinical observation. Additional information was received that the patient was seen in the clinic for a routine follow-up appointment, where painless testing with the programmer was performed. In biphasic, shock impedance measurements of less than 20 ohms were observed and in monophasic, measurements of 40 ohms were observed. A revision procedure was performed and the device was electively explanted due to appropriate elective replacement indicator (eri). The chronic rv lead remains actively implanted. Approximately three months later, a low shock impedance measurement was detected on this lead and the newly implanted device. Information from the local area sales representative indicated that during the recent device change out, both a low voltage and a high voltage shock were performed, with the lead performing to the physicians expectations. No further intervention was planned. The physician has elected to continuously monitor the patient through regular follow ups.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that another red alert had been generated for this system. Additional information was not obtained regarding the specific alert details. No adverse patient effects were reported.